Manufacturer narrative:
Approximate age of device - 5 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2018 for hemolysis. Treatment with heparin and integrilin was initiated. Laboratory test results indicated the patient¿s lactate dehydrogenase (ldh) level was approximately 585 u/l (baseline 280-300's u/l). The original inr was 2.5-3. A ramp echocardiogram revealed no unloading the left ventricle despite increasing the pump speed. The patient was upgraded to status 1a on the heart transplant list. No elevation in pump power consumption noted. It was reported that the patient will be discharged when ldh level returns to baseline or after a heart transplant. No additional information was received.

Manufacturer narrative:
A direct correlation between the heartmate ii lvas and the report of pump thrombosis and hemolysis could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This document also provides information regarding the recommended anticoagulation therapy and inr range. Additionally, this document outlines indications of pump thrombosis, as well as how to respond to such events.